Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information and pharmacy orders were delayed or unavailable. A technical support specialist (tss) received a remote support session and asked the customer to launch the application, database, and reporting servers. The tss reviewed the database server to confirm that patient information messages were being received without delay. The reporting server was then checked, where a notice indicating a patient delay was observed. Further review showed that all three servers had been recently rebooted, which aligned with the timing of the delay notice. The tss verified the application server and identified that several required services were not running, after which all necessary services were restarted. The reporting server was then reviewed again to confirm that data processing was functioning correctly, and the delay notice was no longer present. The tss updated the customer by email with the list of required services and kept the case open at the customer¿s request to continue monitoring the status. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user noticed there was a 1 critical alert for patient information delayed/down and 1 critical alert for pharmacy order delayed/down. There were no adverse events or injuries reported based on this event.